Manufacturer narrative:
A ge service representative performed an onsite investigation. The power connections to the cine drive were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save pt image data. No pt or user injury was reported.